Manufacturer narrative:
Device evaluated by MFR.: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(4). It was reported that vessel recoil occurred. In (B)(6) 2013, the patient presented with stable angina and coronary angiography was performed. The target lesion was located in the 3rd obtuse marginal (om) branch with 80% stenosis and was 31mm long with a reference vessel diameter of 2.5mm. A 1.25mm rotalink¿ burr was advanced to the ostium of the 3rd om and rotational atherectomy was performed with multiple passes at 60 and 80,000 rounds per minute. Following this, there was improvement in plaque burden with significant modification. However, there was haziness and recoil. Subsequently, touch up balloon angioplasty of the lesion was performed using 2.50 x 20mm apex and 2.5 x 12mm apex non-compliant balloon catheters with inflations up to 18 atmospheres. There was significant compliance in the lesion. A 2.50mm x 32mm promus element plus stent was then implanted with 0% residual stenosis. The following day, the patient was discharged on aspirin and clopidogrel.